Event description:
It was reported by service report that the fowler would drift down when weight was applied. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler brake/clutch kit.